Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device powered off when the users attempted to deliver shock to the patient. It was also reported that a battery critical error message was observed. The patient involved was reported to have not experienced harm or an adverse patient impact.